Event description:
The patient reported on (B)(6) 2014 that she was put on 27 medications (narcotics) for pain due to an unrelated procedure. Since having the ins the patient has been off the medications. The patient had metal testing done with her dermatologist and she is severely allergic to silver nitrate, she breaks out in blisters. In 2009 when the ins was put in, she was covered in blisters from head to toe right after and was deathly ill. The patient wanted to know if the silver nitrate was in the mixture of titanium casing, which it is not. When the ins was implanted the patient had lesions all over her right arm and ran a fever of 103. It was noted that the patient had low white blood cells which indicated infection. The device helps the patient and she does not want to get it removed. It was stated ¿I¿ve been sick for 10 years and it¿s damaged my body¿. The patient ¿has white dots and black holes from head to toe and open lesions and it¿s not stopping¿. The chief of medicine has taken over the patient¿s case and she was now in a study.

Event description:
The patient has been dealing with staph infections and flora since (B)(6) 2004 when she was implanted with an unrelated device. The patient was allergic to titanium. The patient may have to have her doctor manage her again so she can have the implant removed. The patient¿s doctor reported on 01/30/2014 that the patient has had a rash for the past several years. Device specifications and material was reviewed. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).